Manufacturer narrative:
Device evaluated by MFR.: promus premier ous, mr, 2.5x28mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped identified stent struts deformed and lifted in multiple locations. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 700 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other damage noted during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed and 28mm x 2.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 28 x 2.50 promus premier¿ drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed and 28mm x 2.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 28 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.